Event description:
Three days post surgery for unstable nonunion with hardware failure l5-s1, post anterior fusion l5-s1 in conjunction with t10 pelvis fusion for deformity, suspected infection of l5-s1. The patient got up, went to the toilet, which was apparently a low toilet seat, and she noticed immediate increasing pain and a loud snapping and cracking sensation. X-rays confirmed that the rod-to-rod connector had broken out. Returned to surgery (B)(6) 2016: removed. Nuvasive 5.5 rod system and anterior lumbar interbody fusion cage. Implanted nuvasive quad rod construct 6.0 with cobalt chrome rods on the inside, the rods and titanium lateral rods cross-linked x 1, bilateral globus rise cages, with autologous iliac crest bone graft were placed.